Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had shot insulin while priming in past and not alarming correctly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the casing of insulin pump falling apart and was separating and trapping dirt inside, received unexplained and random no delivery alarms and resolved by resuming or replacing entire site and decreased battery life. Customer reported that there was continuous calibration errors and unable to get full sensor wear. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a33 alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected audio/vibrate/absence of alarm anomalies noted. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected calibrate error anomalies noted. Device received with cracked reservoir tube lip. Visual inspection shows that no damage or fall apart as reported by user.